Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown; however, omsc assumed a potential cause as follows. The bending section of the device was broken due to excessive force applied to the bending section. When the bending section of the device was bent, it was twisted by excessive force. The bending section of the device was sharply bent by excessive force.

Event description:
Olympus inspected the device at the service department of olympus and found that the internal metal parts had been exposed from the bending section of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.